Manufacturer narrative:
Age of date of birth, weight and ethnicity: unknown/ not provided. Implant date: not applicable, as lens was not implanted. Explant date: not applicable, as lens was not implanted. Therefore, lens was not explanted. Email address: unknown/not provided, as information was asked but not provided. Initial reporter telephone number: (B)(4). Device evaluated by MFR: it was indicated that the device is not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during surgery preparation, the package of intraocular lens (iol) was found to be unsealed. Iol was not used. No further information is available.